Event description:
It was reported that the patient received inappropriate therapy for t-wave oversensing. It was also reported that the r-wave sensing value dropped resulting in a low sensing value. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defib conductor was cut, there was blood/body fluid on all conductors (not obstructed), there was a defib conductor fracture (overstress), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation was torn, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.